Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced sound quality issues and non-auditory sensations, despite the device testing within normal limits. Programming adjustments have been made; however, the issue did not resolve. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Additional information section h.6, b.1, b.2 & h.1. Correction information section b.1 & h.1. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers. This is believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section d.9. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.